Event description:
Customer reports the display has a band of digital data going across it and the ECG is not readable. No reported pt involvement. Service rep was unable to duplicate the reported condition.